Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of mesh, removal of spleen and pancreas, mesh failed to incorporate, infection, abscess, adhesions, recurrent sepsis, pain, hernia recurrence, chronic foreign body giant cell reaction, chronic inflammation, abscess drainage, permanent abdominal and peritoneal injuries, immunodeficiency secondary to asplenia. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6)2009: (B)(6)baptist hospital-sullivan. (B)(6)md. History and physical. 44-year old with several-years¿ history of gradually enlarging upper abdominal hernia. He feels pressure in area, and it bulges out during physical exertion. Social history: patient is a truck driver. Denies use of alcohol or tobacco. Exam: obese. Weighs 308 pounds. Abdomen: obese, soft and nontender. Large incarcerated epigastric hernia present. Radiology: cat scan of abdomen and pelvis shows epigastric hernia containing loop of transverse colon. Moderate-size bilateral iliac aneurysms present. Impression/plan: incarcerated epigastric hernia. Hypertension. Bilateral iliac artery aneurysms with vascular consultation that they are large enough to warrant intervention. Laparoscopic gore-tex patch repair of hernia was recommended. Procedure was explained in detail. Possible complications of bleeding, infection, injury to the bowel, and conversion to open procedure. Postoperative pain, disability and scar formation were discussed. All patient¿s questions were answered to his full satisfaction and he wished to proceed with surgery. Implant procedure: laparoscopic gore-tex patch repair of the hernia. Implant: gore® dualmesh® plus biomaterial [1dlmcp08/05610804, 26x34 cm] implant date: (B)(6)2009 (hospitalization july (B)(6)2009) (B)(6)2009: (B)(6)hospital-sullivan. (B)(6) operative report. Preoperative diagnosis: epigastric ventral hernia. Postoperative diagnosis: epigastric ventral hernia. Anesthesia: general endotracheal. Anesthetist: david brown, crna. Informed consent: the patient and the surgical site were identified and informed consent was obtained. Description of procedure: ¿the patient was brought to the operating room and placed on the operating table in the supine position. Intravenous antibiotic was given preoperatively. General endotracheal anesthesia was induced. The entire abdomen was prepped and draped in a sterile fashion. Naropin 0.5% was injected at the incision sites. Approximately a 1 inch long transverse incision was performed in the left flat area at the tip of the 11th rib. The subcutaneous tissue and musculature was dissected under direct vision. The peritoneum was opened and entered under direct vision. Free peritoneal cavity was present at this level. A 10 mm balloon tipped trocar was inserted and pneumoperitoneum was induced with carbon dioxide. The pressure was maintained and tolerated well at 15 mmhg. Two additional 5 mm trocars were placed in the left flank area. The epigastric hernia was immediately visible with omentum and a portion of the transverse colon was incarcerated inside the hernia. Meticulous sharp dissection using scissors and very judicious use of cautery was used to free adhesions around the perimeter of the hernia defect. This allowed enlarging of the hernia defect by making a cut at the edge of the fascia using scissors. Three additional 5 mm trocars were placed in the right flank area under direct vision and dissection was also continued from the left side. Eventually, all the omentum and transverse colon were gently teased out of the hernia and reduced into the peritoneal cavity. The incarcerated portion of the hernia was inspected and good hemostasis was seen. No injury to the serosa or the colon was seen. The fascial defect was then delineated using spinal needles placed transabdominally and appropriate repair was also delineated using spinal needles. At least 4, but most were 6 cm overlap of the hernia defect will be maintained with gore-tex patch. A 26 x 34 cm dual mesh gore-tex patch was selected for repair. The patch was trimmed slightly to accommodate measurements that were taken with deflated abdomen. The patch was marked for proper orientation extraperitoneally and 4 cardinal sutures were of gore-tex were placed. The patch was rolled and inserted into the peritoneum through a 10 mm trocar site. The patch was unrolled intraperitoneally and cardinal sutures were pulled through the abdominal wall using small stab incisions and suture passer. Care was taken to position the patch centrally over the defect and stretch it tightly against the undersurface of the abdominal wall. Once this was assured, the cardinal sutures were tied and knots were buried subcutaneously. Next, the perimeter of the patch was secured to the peritoneum using titanium tacks at 1 cm intervals. Next, transabdominal sutures of gore-tex were placed through small stab wounds around the perimeter patch using suture passer. These were placed at 4 mm intervals around the perimeter of the patch. All sutures were ties and knots were buried subcutaneously. The peritoneum was irrigated with neosporin solution and good hemostasis was present. No enteric content leaks were seen. #0 vicryl was placed through the fascia at the 10 mm trocar site using endo closure instrument. All trocars were removed under direct vision and no bleeding was noted. Pneumoperitoneum was deflated and the vicryl was tied obtaining secure fascial closure. The subcutaneous tissue was closed using interrupted 3-0 vicryl and skin was closed using staples. Sterile dressings and abdominal binder were secured. The patient was awakened and extubated in the operating room. He was taken to recovery room in satisfactory condition having tolerated the procedure well.¿ estimated blood loss: negligible. Specimen: none. (B)(6)2009: (B)(6)hospital-sullivan. Implant sticker. Intraoperative notes. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp08. Lot batch code: 05610804. W.l. Gore & associates. 26x34 cm. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/05610804) was implanted during the procedure. Relevant medical information: (B)(6)2009: (B)(6) hospital-sullivan. [Signature illegible]. Discharge instructions. Procedure: laparoscopic mesh repair ventral hernia. Activity/diet: no restrictions, resume normal activities. Rest today, increase activity tomorrow as tolerated. Resume usual diet. Do not drive or operate hazardous machinery for 14 days. Do not drink alcoholic beverages for 48 hours. Wound care: may shower after dressing is removed, but do not rub, scrub over the wound. Do not soak in tub. Special instructions: no lifting over 10 pounds for 4 weeks. Follow-up care: make appointment to see doctor (B)(6) on (B)(6)2009. (B)(6)2018: adams county ambulance & emergency medical service. (B)(6), emt paramedic. Ambulance record. Dispatched to standby as adam¿s county sheriff¿s department accessed a vehicle. While en route, they advised they had been contacted by a trucking concerned about an employee. He had told his wife he was not feeling well and chilling. Vehicle entered by emergency medical service. Patient found sitting in his underwear, patient asked if he knows what day it is and where he is. Patient indicates that he does, but when asked to state these things is unsure of the day and states he is in st. Louis. Obtained fasting serum glucose 283, cincinnati stroke scale is inconclusive as patient is not able to follow commands. No facial droop. Patient is able to assist in getting clothes on; is able to ambulate to cab and down steps with minimal assistance. Remains confused. On arrival at hospital, patient¿s wife is on the phone confirming she last spoke with him between 1700 and 1800 the previous night. Only medical history is hypertension and hypothyroidism. He has been out of his medications for approximately one week. (B)(6)2018: (B)(6)hospital. [Signature illegible], md. Emergency room visit. Presents with complaint of altered mental status. Last known normal at 5 pm when he unloaded his truck at adm [unknown abbreviation]. Emergency medical service found patient in his truck in a parking lot near adm. Confused and disoriented as well as slow to respond. Was incontinent of urine in his truck and it appeared dark in color. Was able to ambulate with assistance. Patient had complaint of chills yesterday and is warm to touch. Exam: tremulous; dry mucous membranes. Neurology: confused; disoriented to time, place, situation. Abdomen: non-tender. Cardiovascular system: tachycardia. Impression: confusion, sepsis. Plan: admit. (B)(6)2018: (B)(6)hospital. (B)(6), rn. Nurse notes. Weight 275.5 lbs. (B)(6)2018: (B)(6)hospital. Lab. Blood culture: gram positive cocci seen in gram stain. Blood culture polymerase chain reaction staphylococcus aureus: positive. (B)(6)2018: (B)(6)hospital. (B)(6)md. History and physical. Patient is hesitantly confused unable to give name, date of birth, etcetera. Found to have fever of 101.7 and heart rate is sinus tachycardia as high as 122. Exam: gastrointestinal: positive bowel sounds, nontender. Impression/plan: sepsis from unknown source, volume depletion, dehydration, elevated inflammatory markers. Admit patient, being pan cultured, will order MRI in addition to echocardiogram. (B)(6)2018: (B)(6)hospital. (B)(6) md. Consultation. Presents with confusion, chills and headache. Three to four weeks ago had abdominal cramps. Two days ago developed chills. Yesterday, found to be lethargic and disoriented. Social history: no tobacco, alcohol, or illicit drugs. Is a trucker. Impression/plan: suspected meningitis. Temperature max was 101.7 upon admission. Also has confusion and complaint of headache. Will check lumbar puncture. Is already on vancomycin and rocephin. Also on acyclovir. Addendum: I was notified that he had a positive blood culture. It does show gram-positive cocci. May have streptococcal meningitis. Will continue plan for lumbar puncture, will also consult infectious disease. (B)(6)2018: blessing hospital. (B)(6) md. Progress notes. Doing fairly well; denies having any confusion. Data review: cerebrospinal fluid are benign. Culture is negative. Urine drug screen negative. Impression/plan: patient does not have meningitis. It appears presumed diagnosis of sepsis, although only one out of two blood cultures were positive. In absence of a clear diagnosis, the possibility of seizure could be entertained. Was found encephalopathic with headache. Conceivably, this could represent a postictal state. Will check eeg. (B)(6)2018: (B)(6)hospital. (B)(6) md. Discharge summary. Admit date: (B)(6)2018. Discharge diagnoses: acute mental status changes. Questionable sepsis. Staph aureus in the blood, one of two cultures positive. Encephalopathy, resolved. Hypothyroidism. Uncontrolled diabetes. Encephalopathy improved on day of discharge and he was discharged in stable condition. We did speak about his new diagnosis of type 2 diabetes mellitus, uncontrolled with hemoglobin a1c of 11.3. Will be started on metformin. Follow with primary care provider in outpatient setting in a week¿s time. (B)(6)2018: (B)(6)sullivan hospital. Lab. Wbc: 15.1 h (3.8-9.9). (B)(6)2018: (B)(6)sullivan hospital. Lab. Wbc: 17.1 h (3.8-9.9). C-rp: 16.04 h (0.00-0.50. Erythrocyte sedimentation rate: 103 h (0.0-15.0). (B)(6)2018: (B)(6)baptist sullivan hospital. (B)(6)md. Radiology-CT abdomen/pelvis with contrast. Indication: sepsis due to methicillin susceptible staphylococcus aureus. Findings: there is a 19 x 15 x 19 cm fluid collection in the left hemiabdomen. The fluid collection is inseparable from the tail of the pancreas. The spleen is not identified as a distinct structure. Upper anterior abdominal hernia repair mesh seen. There is a small upper anterior abdominal wall hernia measuring 2.4 cm in width. Small fat-containing umbilical hernia. Impression: there is a 19 x 15 x 19 fluid collection along left upper hemiabdomen. Findings likely represent a splenic abscess. Differential considerations include pseudocyst with possible superimposed infection. There is a small left pleural effusion with atelectasis in the left lower lobe. The bilateral common iliac arteries are aneurysmal measuring up to 4.7 cm on the right and 2.7 cm on the left. Moderate eccentric thrombus is seen in the right common iliac artery. Moderate amount of stool seen in the colon. (B)(6)2018: (B)(6)medical center. (B)(6) md. Emergency room visit. Presents for further evaluation of CT results from (B)(6)2018. Patient states in march, went to (B)(6)hospital for evaluation of disorientation with 101.7 degree fever and dehydration. Notes significant work-up at that time but did not have any abdominal imaging performed. Was then seen one week later in oregon for similar symptoms. Was reportedly diagnosed with staph infection; again no abdominal imaging. Had a peripherally inserted central catheter placed upon arrival home and has been on ancef infusions since then. Notes poor dentition that was believed to be source of infection. Has been experiencing daily fevers from 99-102 degrees, in the afternoons. Supposed to go back to work friday and had CT abdomen/pelvis yesterday. Patient reports constipation that persisted for past 3-4 weeks. Reports abdominal tightness. Denies nausea but report anorexia for past few weeks. Denies history of pancreatitis. Past medical history: anemia, encephalopathy, leukocytosis, methicillin susceptible staphylococcus aureus, obesity, type 2 diabetes mellitus. Social history: smoking status: former smoker; packs/day: 2.5; years: 20; quit date: 4/01/98. Alcohol use: yes, rare. Exam: abdominal: fullness in upper abdomen, mild tenderness to palpation in left upper quadrant. No rebound, guarding or peritoneal signs. Temperature: 99.7° fahrenheit. Impression/plan: presenting with large splenic abscess. Unclear source however has had methicillin susceptible staphylococcus aureus recently thought secondary to poor dentition. Has been on ancef with only minimal improvement likely secondary to his abscess as source, we will broaden to zosyn and vancomycin until repeat blood cultures come back. Hepatobiliary surgery has been consulted, interventional radiology is planning to take for drainage of abscess. (B)(6)2018: (B)(6) medical center. Lab. Wbc: 14.9 h (3.8-9.9). Aerobic and anaerobic culture and gram stain abscess spleen: stain: few white blood cells, many positive gram positive cocci. Culture: very light growth staphylococcus aureus, methicillin susceptible. (B)(6)2018: (B)(6) medical center. (B)(6)md. History and physical. 53-year-old who was treated at hospital in salem, oregon from (B)(6)2018 for methicillin susceptible staphylococcus aureus sepsis and encephalopathy. States was initially taken to hospital in (B)(6) for confusion; was at hospital for 6 days with negative workup. Is a truck driver and was in salem, oregon when he developed another episode of confusion and was taken to a hospital there. Does not remember name of hospital and is a poor historian. Was diagnosed with methicillin susceptible staphylococcus aureus septicemia; source was unclear. Had been having mild left upper quadrant abdominal pain since march. However has not had a CT scan done during both hospitalizations. Was discharged on intravenous cefazolin as outpatient for 4 weeks. Had CT scan abdomen and pelvis that revealed fluid collection along abdomen consistent with splenic abscess. Given CT findings was referred to emergency room. Had symptoms of low-grade fever for 2 weeks, and ongoing left upper quadrant abdominal pain. Denies nausea, vomiting but complains of constipation. Last bowel movement yesterday. Seen by interventional radiology and underwent drainage of 2720 cc of purulent fluid. Exam: abdomen: soft, tender to palpation in left upper quadrant, bowel sounds active all four quadrants, no masses, no organomegaly, non-distended. Impression/plan: splenic abscesses in setting of recent methicillin susceptible staphylococcus aureus bacteremia ¿ continue zosyn and vancomycin. Follow up on blood culture, fluid cultures, infectious disease consult requested. Will order echocardiogram to re-evaluate for endocarditis. Dr. Howard from surgery has evaluated patient. Bilateral common iliac artery aneurysms-consult vascular surgery. Constipation-start colace. (B)(6)2018: (B)(6)medical center. (B)(6)md. Consultation. Felt poor and obtained CT abdomen that demonstrated large left upper quadrant fluid collection possible splenic abscess/infarction. Exam: very poor dentition. Abdomen: mildly distended, firm with voluntary guarding on left, bowel sounds hyperactive. No spasm. Fullness but no discrete mass. Impression: large splenic mass, suspect abscess/infarct, cause unclear. Bilateral iliac artery aneurysm. Plan: recommend attempt at percutaneous drain. May need surgical debridement and drainage if inadequate or significant bleeding occurs. Consult vascular surgery to evaluate aneurysms. Continued on attachment.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.